Event description:
Subsequent to the previously filed report, additional information was received: it was thought the steerable guide catheter (sgc) soft tip tear was from the interaction of the clip with the sgc tip during removal of the clip.

Manufacturer narrative:
All available information was investigated and the reported torn soft tip was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported torn soft tip. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip referenced in b5 was filed under a separate medwatch report number.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. Due to the patient's rotated heart, the imaging via esophageal ultrasound was poor. The clip and the leaflet could not be imaged at the same time. The procedure was cancelled due to the poor imaging with no clips implanted. A small chordal tear was observed on the posterior leaflet post procedure. After removal from the body, the steerable guide catheter (sgc) had a tear on the soft tip. It was thought the soft tip tear was from pulling the clip back through the sgc for removal. The procedure ended with mr unchanged grade 4+. There was no clinically significant delay.